Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('perforation of other organs') and device breakage ('the devices were not inert, they internally separate or fracture into pieces') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "makes surgical removal extremely difficult". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reactions to nickel"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and inflammation ("inflammation") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, device breakage, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, inflammation, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately after essure implantation the plaintiff experienced adverse events. Patient will be ongoing to suffer physical and mental symptoms based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('perforation of other organs') and device breakage ('the devices were not inert, they internally separate or fracture into pieces') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "makes surgical removal extremely difficult" and device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reactions to nickel"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and inflammation ("inflammation") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, device breakage, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, inflammation, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately after essure implantation the plaintiff experienced adverse events. Patient will be ongoing to suffer physical and mental symptoms. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.